Manufacturer narrative:
The patient cassette was returned for investigation. The absorber valve is held in place by a bayonet fitting in the patient cassette. The absorber valves are removed by the user during cleaning and reassembled on the patient cassette after the cleaning. No fault with the patient cassette or the absorber valves were found during our investigation. No indication that the absorber valves by itself would become loose if they were locked in the end position. Evaluation of the test logs showed that the system check-out had failed due to leakage. Prior investigations of complaints with similar faults found that the problem may be caused by the absorber valves not being correctly reassembled by the user after cleaning. This may lead to the absorber valve becoming dislocated, or becoming loose during the changing of the co2 absorber, which in turn will lead to a leakage. Based on the above conclusion, the sealing between the absorber valves and the patient cassette has been improved to assure that the valves are held in place when changing the co2 absorber. The improved absorber valves have been implemented in the production line, and also as spare part in the 12 months maintenance kit. An update of the cleaning adapter kit in stock with information and a tool for disassembly and assembly of the absorber valves after cleaning, to assure that valves are correctly fitted to the patient cassette has been implemented. The returned absorber valves were manufactured prior to the redesign.

Event description:
(B)(4).

Event description:
It was reported that the anesthesia system failed the system checkout. One of the two co2 absorber bypass valves came loose when patient cassette was removed. This caused a leakage. There was no patient involvement. (B)(4).